Event description:
It was reported that during a revision, the screwdriver and a head of a screw became stuck together. The patient underwent a posterior fusion with a universal spine system (uss) construct at l4-5 on an unknown date. The patient underwent a revision on (B)(6), 2014; the surgery was a planned adjacent level fusion on l3-l4 due to adjacent level disc disease; the surgeon wanted to remove the old pedicle screw system and replace it with what he uses currently, while fusion the level above. During the removal of pedicle screws, the screwdriver and a head of a screw became stuck together. The surgeon used uss instruments to remove the pedicle screws. He struggled getting the connection between the screwdriver and the head of the screw. He used a mallet to help with the purchase. He was able to remove the screws. There was a reported surgery delay of five minutes. There was no reported harm to the patient and the procedure was completed successfully. This report is for two universal spine system rods. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Pt identifier: patient ID reported as (B)(6). Date of event: unknown. Additional product codes: mnh, kwp, kwq. This report is for two universal spine system rods/unknown lots. Implant date: unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.